Event description:
Observed based quality control results on multiple analytes.the event is consistent with malfunction that could have caused biased results to be reported. There was no report of patient harm as a results of this event.